Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of inoperable ipg was not confirmed. As-received, the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the explant surgery. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The report of pain and discomfort was not confirmed as discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report of ¿device stopped working and was causing patient pain and discomfort¿ was not clarified in the report. Once the ipg was placed back in the therapy app state, it passed all functional testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers: 1627487-2021-15265, 1627487-2021-15266. It was reported that the patient underwent surgical intervention wherein the system was explanted. The patient stated the device had stopped working and was causing them pain. Further information is currently unavailable.